Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the red tip of the taxus express2 device detached as the physician was attempting to remove the stylet. He then attempted to feed the wire into the remaining tip of the device, but he was usuccessful. The physician used another taxus express2 to successfully complete the procedure. No pt injuries were reported. The device had no contact with the pt.